Event description:
Follow-up with surgeon: iol was inspected prior to insertion and found to be normal. Upon insertion, the iol was noted to decenter nasally in the bag. Upon insertion the iol was noted to have a fractured haptic and the distal piece was not found. The iol was removed and the wound enlarged. A new iol was inserted. Pt recovered uneventfully with 20/20 post-operative visual acuity (pre-operative va = 20/70.

Manufacturer narrative:
This report was mailed in to FDA on: 10/22/97.